Manufacturer narrative:
Additional patient identifier: (B)(6). Additional product code: ktt. (B)(4). Lot unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 4.5mm cortex screw broke during insertion in an unknown procedure in (B)(6) 2017. Surgery was completed with a delay of approximately 15 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 214.840, synthes lot number: 8997321: release to warehouse date: 02. June 2014, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed on the returned subject device. The investigation has shown that the threaded shaft of the cortex screw is broken off as complained. The broken threaded shaft is missing. Because of the damage and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for material 1.4441. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Based on the investigation results and the received information we cannot determine the exact root cause of this occurrence. We can only assume that an mechanical overload situation has caused the breakage during inserting. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: labeled for single use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number obtained, UDI: (B)(4). Device returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).